Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage') and device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (hysterectomy (full). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, device dislocation, pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia and vaginal discharge outcome was unknown. The reporter considered abdominal pain, device breakage, device dislocation, dysmenorrhoea, menorrhagia, pelvic pain and vaginal discharge to be related to essure. The reporter commented: plaintiff received treatment for pain, bleeding, breakage and migration. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2011: results of confirmation test: not reported. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-sep-2019: quality safety evaluation of product technical complaint. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage') and embedded device ('migration /malposition of essure device location of device:embedded in uterus') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced embedded device (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia"), genital haemorrhage ("abnormal bleeding (general),"), female sexual dysfunction ("apareunia"), depression ("psychological or psychiatric problems condition: depression"), fatigue ("fatigue,"), migraine ("migraines / headaches") and nausea ("nausea,"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, embedded device, pelvic pain, abdominal pain, dyspareunia, genital haemorrhage, menorrhagia, vaginal discharge, female sexual dysfunction, depression, fatigue and nausea outcome was unknown and the dysmenorrhoea and migraine had resolved. The reporter considered abdominal pain, depression, device breakage, dysmenorrhoea, dyspareunia, embedded device, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain and vaginal discharge to be related to essure. The reporter commented: plaintiff received treatment for pain, bleeding, breakage and migration. Discrepancy noted in date(s) of insertion: (B)(6) 2010 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-mar-2020: pfs received : event device dislocation was updated to more specific events: malposition of essure device location of device: embedded in uterus, events added-abnormal bleeding (general), apareunia (inability to have sexual intercourse), psychological or psychiatric problems condition: depression, migraines / headaches, nausea, dyspareunia (painful sexual intercourse), fatigue. Aka name added, reporter added, patient demographic added, events outcome updated, events onset date, events severity and lab data added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage') and embedded device ('migration /malposition of essure device location of device:embedded in uterus/3rd essure placed in the myometrium.') In an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menorrhagia and abdominal pain. In 2010, the patient experienced embedded device (seriousness criteria hospitalization, medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia"), genital haemorrhage ("abnormal bleeding (general),"), female sexual dysfunction ("apareunia"), depression ("psychological or psychiatric problems condition: depression"), fatigue ("fatigue,"), migraine ("migraines / headaches") and nausea ("nausea,"). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria hospitalization, medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)") and vaginal discharge ("vaginal discharge"). The patient was hospitalized from (B)(6) 2015 to (B)(6) 2015. The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, embedded device, pelvic pain, abdominal pain, dyspareunia, genital haemorrhage, heavy menstrual bleeding, vaginal discharge, female sexual dysfunction, depression, fatigue and nausea outcome was unknown and the dysmenorrhoea and migraine had resolved. The reporter considered abdominal pain, depression, device breakage, dysmenorrhoea, dyspareunia, embedded device, fatigue, female sexual dysfunction, genital haemorrhage, heavy menstrual bleeding, migraine, nausea, pelvic pain and vaginal discharge to be related to essure. The reporter commented: plaintiff received treatment for pain, bleeding, breakage and migration. Discrepancy noted in date(s) of insertion: (B)(6) 2010 discrepancy noted in removal date : (B)(6) 2015 as per mr. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 9-jun-2021: mr received: reporter, medical history, hospitalisation and rcc added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage') and embedded device ('migration /malposition of essure device location of device:embedded in uterus/3rd essure placed in the myometrium.') In an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menorrhagia and abdominal pain. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced embedded device (seriousness criteria hospitalization, medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia"), genital haemorrhage ("abnormal bleeding (general),"), female sexual dysfunction ("apareunia"), depression ("psychological or psychiatric problems condition: depression"), fatigue ("fatigue,"), migraine ("migraines / headaches") and nausea ("nausea,"). On an unknown date, the patient experienced device breakage (seriousness criteria hospitalization, medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)") and vaginal discharge ("vaginal discharge"). The patient was hospitalized from (B)(6) 2015 to (B)(6) 2015. The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, embedded device, pelvic pain, abdominal pain, dyspareunia, genital haemorrhage, heavy menstrual bleeding, vaginal discharge, female sexual dysfunction, depression, fatigue and nausea outcome was unknown and the dysmenorrhoea and migraine had resolved. The reporter considered abdominal pain, depression, device breakage, dysmenorrhoea, dyspareunia, embedded device, fatigue, female sexual dysfunction, genital haemorrhage, heavy menstrual bleeding, migraine, nausea, pelvic pain and vaginal discharge to be related to essure. The reporter commented: plaintiff received treatment for pain, bleeding, breakage and migration. Discrepancy noted in date(s) of insertion: (B)(6) 2010 discrepancy noted in removal date : (B)(6) 2015 as per mr. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: total bilateral occlusion. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage') and device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (hysterectomy (full) and hysterectomy (full)). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, device dislocation, pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia and vaginal discharge outcome was unknown. The reporter considered abdominal pain, device breakage, device dislocation, dysmenorrhoea, menorrhagia, pelvic pain and vaginal discharge to be related to essure. The reporter commented: plaintiff received treatment for pain, bleeding, breakage, migration. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2011: results of confirmation test: not reported. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: plaintiff fact sheet was received. Case become incident. Injury nos replaced with new events. Reporter's information was added. Added event device breakage, migration, dysmenorrhea (cramping), pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), vaginal discharge. Lab data was added. Date of insertion was updated. Date of removal was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.